Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please specify if the sterility was compromised ? Was any hole, tear or puncture in the tyvek or blister? Or tyvek or seal were damage that does not compromise sterility.¿¿the sterile package is puncture . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, the packing was opened and it was noted that the inner packing(sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.